Event description:
Info received indicates the nurse call was not able to be received at the expected location.

Manufacturer narrative:
The tech found the communication cable connector pins on the nurse call circuit board were bent. He replaced the nurse call circuit board to repair the bed.